Manufacturer narrative:
On 03/04/2016 08:56 am (gmt-5:00) added by (B)(6): this product is not currently being manufactured. It was originally manufactured/registered by facility (B)(4) which is no longer a registered facility. Recalled medical device tigerpaw system ii was used, customer was notified of recall. The confirmation (medical device recall (removal) response form) that the customer has no remaining units was received on (B)(6) 2015. On 03/03/2016 05:08 pm (gmt-5:00) added by (B)(6): this product is not currently being manufactured. It was originally manufactured/registered by facility (B)(4) which is no longer a registered facility. Recalled medical device tigerpar system ii was used, customer was notified of recall. The confirmation (medical device recall (removal) response form) that the customer has no remaining units was received on (B)(6) 2015. The device has been requested for return. If it becomes available for evaluation a supplemental report with the results of the evaluation will be submitted. (B)(4)

Event description:
On 03/04/2016 08:55 am (gmt-5:00) added by (B)(6): intraoperative bleeding after the tigerpaw ii medical device was used. Stitches were used to stop the bleeding. There was no known negative patient outcome. On 03/03/2016 05:13 pm (gmt-5:00) added by (B)(6) intraoperative bleeding after the tigerpaw ii medical device was used. Stitched were used tp stop the bleeding. There was no known negative patient outcome. On 03/03/2016 04:53 pm (gmt-5:00) added by (B)(6): event description for MDR, "this surgeon installed a 9 pin tigerpaw tp15aj09 and they had bleeding that had to be repaired with stitches. An atricure rep in the procedure said these items had been recalled last year. The customer was surprised at this, that she had not been notified. I have since confirmed with (B)(6) that back in (B)(6) 2015 during the field action that they did not have any remaining units, the recall form was signed by (B)(6), supply chain director." This surgeon installed a 9 pin tigerpaw tp15aj09 and they had bleeding that had to be repaired with stitches. An atricure rep in the procedure said these items had been recalled last year. The customer was surprised at this, that she had not been notified. I have since confirmed with (B)(6) that back in (B)(6) 2015 during the field action that they did not have any remaining units, the recall form was signed by brandon miller, supply chain director.

Manufacturer narrative:
Correction: date rec'd by MFR date date was not entered in the initial MDR. Date rec'd by MFR date date: 02/04/2016.

Event description:
(B)(4). Event description for MDR, "this surgeon installed a 9 pin tigerpaw tp15aj09 and they had bleeding that had to be repaired with stitches. An atricure rep in the procedure said these items had been recalled last year. The customer was surprised at this, that she had not been notified. I have since confirmed with (B)(4) that back in (B)(6) 2015 during the field action that they did not have any remaining units, the recall form was signed by (B)(4), supply chain director." This surgeon installed a 9 pin tigerpaw tp15aj09 and they had bleeding that had to be repaired with stitches. An atricure rep in the procedure said these items had been recalled last year. The customer was surprised at this, that she had not been notified. I have since confirmed with (B)(4) that back in (B)(6) 2015 during the field action that they did not have any remaining units, the recall form was signed by (B)(4), supply chain director.